Manufacturer narrative:
H10: it is unknown if reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is inspectable and preventable by handling the device in accordance with the following sections of the instructions for use: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed as the complaint was not reproduced. The device evaluation found due to damage on up/down knob, water tightness was lost. The plastic distal end cover had a dent. Adhesive around the light guide lens was peeled. The light guide lens had a crack. Adhesive around objective lens was peeled. Switch 1 had a scratch. The connecting tube had a scratch. The control unit had discoloration. The control unit had a crack. Adhesive on bending section cover had white-clouded area. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The control unit was shaved. Connecting tube had a wrinkle. Objective lens had a chip. The universal cord had a scratch. The control unit was shaved. The adhesive on bending section cover had a crack. The control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had lines appear on the screen, although not always. When the customer moved the camera, the lines would also move. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.